Event description:
A 5mm trocar broke into two pieces while being used by dr. (B)(6) during a laparoscopic inguinal hernia repair. Both pieces retrieved without difficulty.

Manufacturer narrative:
(B)(4). The package was visually examined. The package seal was intact and there was no damage or break in the sterile barrier. Particles of foreign matter were present inside the sealed package. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that before a lobectomy procedure, the sterility package is contaminated. No further info is available. Another like device was used to complete the procedure. There were no adverse consequences for the pt.